Event description:
As reported from our (B)(4) affiliate, 6 hours after a transfemoral tavr procedure, the patient died from ventricular bleeding and annular rupture. A balloon aortic valvuloplasty (bav) was performed with a 23mm balloon. There was no contrast leakage into the left ventricle (lv), and the sinus of valsalva (sov) did not seem to be ¿pressed¿ by the balloon. Therefore it was decided to implant a 26mm sapien xt valve with 1ml less than nominal volume. After the bav, the blood pressure (bp) returned to normal. A second bav was performed; however the recovery of vital signs was not as rapid and the patient¿s bp was in the 50¿s mmhg. Vasopressors were given and the bp rose to 220mmhg. Thereafter, the bp could be controlled and the vital signs became stable. The 26mm sapien xt valve was implanted in a 40:60 aortic/ventricular position. Transesophageal echocardiography (tee) showed mild paravalvular leak, no abnormality was observed in the circumference of the aortic valve, and pericardial effusion was not observed. Post valve deployment, the patient¿s bp descended into the 40¿s mmhg, but recovered to the 60¿s mmhg about two minutes later. The bp dropped to the 30¿s mmhg and percutaneous cardiopulmonary support (pcps). Was initiated. A pericardial effusion was detected with tee and a pericardiocentesis was performed. The vital signs temporally recovered and the bp rose to 250mmhg, but then it dropped to the 20¿s mmhg. Pcps was resumed and the patient¿s bp was about 80¿s mmhg under pcps support. Bleeding from the substernal site did not stop and the patient was converted to emergency open chest surgery. Bleeding from the rvot and the rv apex were observed. A repair was attempted, but the bleeding could not be controlled and the pcps was converted to cardiopulmonary bypass (cpb). After aortic cross-clamping, cardiac arrest was induced with cardioplegia solution and the rvot bleeding was repaired. The cross-clamp was released and hemostatic condition was checked. Bleeding around the left coronary cusp (lcc) in the left ventricular outflow tract (lvot) was observed. The aorta was cross-clamped again and hemostatic suturing around the lcc was performed. The bleeding was difficult to manage. The cpb was converted to pcps and the patient was transferred to ICU. Six hours post procedure, the patient was passed away due to the bleeding of ventricle rupture. A physician commented that he reviewed the cine image of the tavr procedure and found an image of the pacing lead piercing the apex during the lead insertion. The cine image also showed pericardial effusion during the first bav. It was suspected that the bleeding around the left coronary cusp (lcc) in the left ventricular outflow tract (lvot) was caused by over-sizing of the valve. The patient¿s annular diameter measured 19.9mm by 25.7mm on CT with an annular area of 411mm2. The native valve was described as mildly calcified.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, as reported it was thought that the annular rupture was caused by over sizing of the sapien xt valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.